Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). Two kinks to the iabc central lumen were noted at approximately 12.3cm and 13.5cm from the iabc distal tip (inp-7). Dried blood was noted on the exterior of the returned iabc. During visual inspection of the bladder, it was noted that the proximal end of the bladder was no longer attached to the iabc outer lumen (inp-8 through inp-11). Evidence of previous lamination was noted on the iabc outer lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen/proximal end of the bladder membrane (anp-1). The leak was consistent with the bladder not attached to the outer lumen (inp-8 through inp-11). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 12.3cm and 13.6cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 71.4cm and 72.7cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged iabc. The root cause of the complaint was undetermined. Further action has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during insertion "it is difficult when the doctor insert the catheter into the sheath, and after inserted, there is no blood pressure waveform. The ap cannot be triggered. The catheter was withdrawn and replaced with another iab-s840c, iabp assistance was initiated, and the surgery was successfully completed". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during insertion "it is difficult when the doctor insert the catheter into the sheath, and after inserted, there is no blood pressure waveform. The ap cannot be triggered. The catheter was withdrawn and replaced with another iab-s840c, iabp assistance was initiated, and the surgery was successfully completed". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).